Manufacturer narrative:
Device evaluation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The issue reported by the customer was duplicated immediately after installing the assembly into a known good top level unit and was powered on. The root cause was traced back to a defective transistor q8 not providing the appropriate voltage.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The unit would not pass leak test and gave patient occlusion alarm. Fsr replaced the gas delivery engine (gde) and did user verification tests (uvt) and operational verification procedure (ovp).

Event description:
The customer reported to vyaire medical that the avea ventilator alarmed circuit occlusion. The customer confirmed that there was no patient involvement associated with the reported event.